Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the lead had high to invalid impedance on one contact. The device was programmed without using that contact and the pt was getting good pain coverage. The device is still in use.